Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the lead tip measuring 49.0cm was returned for analysis. Internal insulation abrasion was noted at 28.0-29.0cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.